Event description:
Pt reported experiencing erratic blood glucose. She indicated that she had been self adjusting the basal rates on the infusion device. Pt indicated that she was unsure if infusion device caused the erratic blood glucose levels. She stated that her low blood glucose was in the 25 - 45 mg/dl and elevated blood glucose 278 mg/dl - 326 mg/dl. Her physician recommended range was 100 - 180 mg/dl. She indicated that she had experienced a low blood glucose of 25 mg/dl with symptoms of shakiness and sweating. She was treated by drinking milk. She indicated that she used her infusion set longer than recommended. Labeling indicates that the infusion set tubing is to be replaced every 6 days. She stated that she used her arms as infusion sites. She did not require outside medical assistance. Pt is returning product for eval.